Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
We have been notified of a complaint involving an axillary insertion introducer (material#: 0052-3006, lot#: s9408529). Bleeding noted during arteriotomy access. This is your notification of a damage/complaint of the axillary insertion introducer, lot: s9408529, part number: 0052-3006. 08/jan/2026 customer reported event occurred in the us.

Event description:
17/feb/2026 customer reported patient information and event date. Procedure performed placement of the impella 5.5. During the procedure at the time of the reported event the end user was gaining access and bleeding noted. The patient required a blood transfusion and was given 2 units of blood which resolved the issue successfully. The device was discarded.facility: (B)(6) medical center in harlingen, texas.

Manufacturer narrative:
The following sections were updated in follow-up 1.b4, b5, d3, g1, g3, g6, h6 & h11.no product was returned to integer for evaluation by the customer as the device was discarded; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, integer is unable to determine the exact cause for this incident. The customer stated bleeding noted during arteriotomy access. At this time, it is not possible to assign a definitive root cause for the event as reported. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The complaint is non-verifiable as the product was not returned for evaluation.IFU instructions for use (IFU) informs the user IFU ab-17-002z-x: never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only. Avoid subjecting the device to unusual stresses. When assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. The IFU list bleeding as a possible adverse event.integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.